Event description:
It was reported the spring wire guide was found kinked upon opening the kit. Therefore, a new kit was used instead. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked upon opening the kit. Therefore, a new kit was used instead. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) assembly and tray for evaluation. The straightener tubing and guide wire cap were not returned. Visual inspection of the swg did not reveal any signs of use. Two kinks were noted in the distal end near the j-bend. During normal assembly, these kinks would have been located inside the straightener tubing , protecting the guide wire from damage. No damage was noted to the returned tray. No damage was noted to the guide wire advancer tubing. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire body were located at 559 mm and 568 mm from the distal end. The total length of the guide wire measured to be 603 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.804 mm which is within specifications of 0.788-0.826 mm per swg product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance swg into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The undamaged portions of the guide wire were able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. Manufacturing has been previously contacted for defects of this nature. They stated that all guide wire assemblies are 100% inspected by an automated vision station before being packaged. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed based on a potential lot number from sales history with no relevant findings to suggest a manufacturing related cause. During normal packaging , the kinked portions of the guide wire body would have been located inside the tubing assembly protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.